Manufacturer narrative:
Internal complaint reference: (B)(4). H11: h3, h6: the reported device was received for evaluation. During the visual and functional evaluation, no defects were found that would make it impossible for the equipment to function properly. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include issues during setup of the device. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
Internal complaint reference case-(B)(4). B5: description updated.

Event description:
It was reported that during a latarjet shoulder procedure, the dyonics control unit had a problem with the serum flow. It was abnormal, and a lot of serum infiltrated the shoulder. They could not resolve the flow problem, and the shoulder became super swollen. The procedure was completed using the same device. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that during a procedure, the dyonics control unit had a problem with the serum flow. It was abnormal, and a lot of serum infiltrated the shoulder. They could not resolve the flow problem, and the shoulder became super swollen. The procedure was completed using the same device. There was no surgical delay. No further complications were reported.